Event description:
Parent of patient contacted dexcom to report intermittent out of range.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported intermittent "y" icon. The root cause was determined to be a failed transmitter.